Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2015, resulting medical intervention due to a hypoglycemic event. The sensor was inserted on (B)(6) 2015. Patient reported finger stick bg reading was 50mg/dl. Cgm reading is unknown. The patient's was driven to the emergency room (ER) by her husband. The patient was at the hospital 3-4 hours before a doctor tested patient's bg level and then patient was released. At the time of contact, the patient reported current condition as fine. No additional event or patient information is available. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. A root cause for the reported inaccuracy cannot be determined. Additionally, it should be noted that diabetes mellitus is a known cause of hypoglycemia.